Event description:
The complainant reported that while an impella cp was implanted, the pump flows dropped from 3.4 to 0.6. The pump position was checked. The pump was removed, inspected, and re-implanted with no change to the low flows. The impella cp was then explanted. The doctor was offered to place a second pump to continue with support for the case but declined as the pressures were good and one drip had already been weaned off. The patient survived.

Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. Returned complaint cp pump visually inspected. Broken blades found in impeller. No cannula kink or biomaterial observed. Low pump flow: the cause of the low pump flow issue was damaged impeller due to interaction with another device since the flow dropped after fixing the lad with stent placement. The characteristic of the impeller damage is consistent with an interaction with another device potentially a stent.